Manufacturer narrative:
Device investigation details: according to pictures provided by the customer, electrodes 3 and 4 appear to be out of their place. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6)-years-old male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a partial tip separation occurred. It was reported there was an electrode detachment during the operation. Some of the electrodes of the sheath were found detach; no exposed wires. A second sheath was used to complete the operation. There was no adverse event reported on patient. The electrode detachment was observed when pulling out the sheath after the operation. The detached electrodes were not left inside the patient. No surgical intervention was needed to remove the detached electrodes. The patient did not require extended hospitalization.

Manufacturer narrative:
On 29-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a 58-years-old male patient (55kg) underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a partial tip separation occurred. It was reported there was an electrode detachment during the operation. Some of the electrodes of the sheath were found detach; no exposed wires. A second sheath was used to complete the operation. There was no adverse event reported on patient. The electrode detachment was observed when pulling out the sheath after the operation. The detached electrodes were not left inside the patient. No surgical intervention was needed to remove the detached electrodes. The patient did not require extended hospitalization. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and outer diameter dimensional inspections of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed rings 3 and 4 detached from their place and lifted with internal parts exposed; however, this issue could be related to the handling, but it cannot be conclusively determined. In the process, there are control inspection points to avoid this kind of issue. Per the event, outer diameters were tested and dimensions were found within specifications. A device history record evaluation was performed for the finished device, and no internal action was found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).